Event description:
During an upper endoscopy, the physician used a cook hemospray endoscopic hemostat. The patient had capillary oozing in the gastric antrum. It was reported that hemospray would not discharge out of the catheter or handle. Both catheters were tried with no success. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a cardboard box, a micro label from the lot number provided in the report was attached to the returned device. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A large build up of powder was present in the device nozzle, appearing to occlude it. The device did not spray as intended as returned. A soft puttering was noted indicating co2 was flowing through the system. The co2 cartridge was fully punctured. An audible discharge was heard upon deactivation of the co2 cartridge. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and new activation knob, the device did not spray as intended. Again, a soft puttering was noted indicating co2 was flowing through the system. Using a thin metal wire the occlusion at the nozzle was cleared. Loose powder fell out of the nozzle which connects to the front tube connecting the on/off valve to the powder chamber. No clumps were noted in the powder removed from the nozzle. The handle was tested once again with a new co2 cartridge and new activation knob and sprayed powder as intended. A soft intermittent ticking noise was noted while the device was idle between sprays, however no co2 or powder was released unintentionally without depressing the button. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was an internal clog within the nozzle of the device. The cause of the clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.